Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was achieved using a starclose se device with a 6f sheath after a diagnostic angiogram. However, after the clip was fired the device was stuck in the anatomy. The physician called an abbott vascular representative who explained the use of the safety release mechanism and the device was removed from the anatomy. The clip achieved hemostasis. There was non- pulsatile tissue tract oozing and adjunctive pressure was held for three minutes. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). This code is used to address the use of the starclose se device in a patient with mild calcification at the access site. Per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. Evaluation summary: the device was returned for analysis. The returned condition confirmed the reported difficult device removal after firing the clip. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing the device after firing the clip incidents reported for this lot.